Event description:
Caller alleged discrepant results compared with the lab. Patient received a "lo" warning on (B)(6) 2010. On (B)(6) 2010 the patient tried four tests, two of the tests didn't have enough blood, the third was a "lo" and the fourth time a reading was obtained.

Manufacturer narrative:
Customer is having difficulty obtaining and applying enough sample on unit. Refer to product user guide for collecting sample and performing a test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.7, reference: 2.5, mean: 2.10, confidence limits: 1.3-2.7. A 2.4 inr is excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Technical support investigation reviewed. Sample size and sample deposit timing have affected inratio test results. Issue in complaint will be subject to tracking and trending; corrective action not required at this time.